Event description:
The duett sealing device was deployed following a diagnostic procedure via a 7 fr sheath, in the right common femoral artery. The onset of symptoms included pain in the right leg. An occlusion was confirmed via doppler. Treatment included a surgical cutdown with a balloon embolectomy. The event was resolved with no further complications and the patient was discharged the following day.